Event description:
The device was used during a thoracoscopy procedure. Reportedly, the staples did not form properly. The surgeon applied another device without pt injury.

Manufacturer narrative:
7/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The cause for the difficulty reported could not be reliably determined as only the disposable loading unit (staple cartridge) was returned for evaluation and not the subject instrument.